Event description:
Patient has pain, x-ray shows reduction of bone beneath the spacer wing at the metacarpal bone. Revision of the spacer planned for 2006.

Manufacturer narrative:
Medical evaluation and conclusions: the implant was explanted and after histological analysis, signs of a foreign body reaction including hypersensitivity were found. The patient is now free of symptoms and well. This patient has a complex medical background including epilepsy and a congenital condition making it difficult to understand and follow instructions. The patient demonstrated significantly delayed healing in a previous thumb base surgery on the left hand. There a tendon interposition arthroplasty was performed and 1 year passed before the clinical result was acceptable. No other reactions like this have been reported. No further actions are taken.